Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the assay did not start during control solution tests with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began the previous week and has occurred several times since then on different occasions. The patient manages her diabetes with fixed-dose insulin. The patient stated that she took more food/drink on the previous 2 days in response to the alleged product issue. The patient claimed to have developed the symptoms of "shakiness, dizziness, panic attack, extreme hunger and tiredness" but she was unsure whether these symptoms developed before or after the alleged product issue. The patient stated that she self-treated with more food/drink (date/time not provided). The patient denied that her blood glucose was tested using another device. A the time of troubleshooting, the csr noted that the alleged product issue was not resolved with a walk-through retest, the test strip did not completely draw in the blood sample, the patient was using the correct testing technique, the subject meter was not being used for the first time and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptoms of "shakiness and extreme hunger". These symptoms do meet lifescan's criteria for a serious injury, and although the date/time of symptom onset is not known, it cannot be ruled out that the symptoms developed after the alleged product issue began.